Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a transfer set disconnected from the patient connector during an unspecified phase of peritoneal dialysis therapy. The disconnection was further described as the tube separated from the patient connector when the two components were twisted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing including underwater leak pressure test, clear passage test, clamp function test and integrity of seal surface testing were performed with no issues noted. The sample met specifications. The reported problem was duplicated by following the description of the consumer's use. Therefore, the reported issue was verified. The cause was determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.